Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached over 500 mg/dl while wearing the pod. Symptoms reported include hyperglycemia and vomiting. The patient reports their blood glucose level had been rising since administering a bolus. Once at the hospital the patients pod was removed. The patient was treated with an insulin drip as well as intravenous fluids with 7 different medications. The patient remains in the hospital at the time of this call.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.